Manufacturer narrative:
Covidien reference# (B)(4). Information has been added to the database.

Event description:
It was reported that during intubation, the cuff would not inflate and a leak was noticed as a result of not being able to inflate the cuff to seal the airway. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).